Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that formula was fed through the unit, although it was clamped. The unit did not produce an alarm even when the unit was clamped for one and a half hours. There was no patient harm.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit did not produce an alarm even when the unit was clamped for one and a half hours. The unit was triaged and the complaint could not be confirmed. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.